Manufacturer narrative:
Initial reporter phone number: (B)(6).(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting a rupture of the device discovered via MRI. This relates to the right device. Device has been explanted. Replacement by non allergan device.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening. Additional, changed, and/or corrected data.

Event description:
Physician reported a rupture of the device discovered via MRI. This relates to the right device. Device has been explanted and replaced by non allergan device.